Manufacturer narrative:
The reported complaint was confirmed. The service repair technician was unable to duplicate the reported issue. The roller pump did not show any sign of distorted numbers and functioned properly throughout the evaluation. The unit operated to manufacturer's specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The issue occurred during incoming inspection at the manufacturer's subsidiary. After the rotation stopped, during the low liquid level warning function inspection, the rotation display showed distorted numbers. After two minutes the display appeared normal. During laboratory analysis, the product surveillance technician (pst) observed the rotation display to be normal without any distorted numbers in both ambient and cold temperatures. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during the use of the device for a non-clinical activity, the roller pump was displaying distorted numbers for the pump rotation. All other pump displays remained normal. There was no patient involvement.